Manufacturer narrative:
The lot number for the device has not been provided. Therefore, a review of the device history records could not be performed. The stent remains implanted. Therefore, a device eval could not be performed. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014. The investigation is currently underway.

Event description:
It was reported that a stent fracture was identified after implantation in the femoral artery and angioplasty was performed. The stent remains implanted. No pt injury was reported.